Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. An interrogation showed possible non-capture and undersensing on the lead which was implanted in the left ventricle but connected to the right ventricular port of the device. The lead remains in use. No further patient complications have been reported as a result of this event.